Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (won't recognize ECG signal) was confirmed. Upon receipt the monitor was unable to recognize an ECG signal. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize an ECG signal.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize an ECG signal) was confirmed. Upon investigation, the monitor was unable to properly obtain an ECG signal. The cause for the failure was isolated to a defective u612 inverting charge pump and a defective c655 capacitor on the computer/analog pca. The root cause for the defective u612 and c655 components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize an ECG signal.